Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported circuit disconnect, xdcr (transducer) fault while using the vela ventilator. The issue occurred during a routine check up by biomed. The customer reported performing all transducer test and having the exhalation differential transducer test fail. The customer reported crosschecking a known good main pcb (printed circuit board) with the defect and the suspect device was working sufficiently. There is no patient involvement or consequence associated with this event.